Manufacturer narrative:
Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was submerged in water. Subsequently, a malfunction alarm occurred. Customer¿s blood glucose level was 153 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.